Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited high out of range impedance measurements on two consecutive days. All other lead measurements were normal. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.